Manufacturer narrative:
After calibration of the assay, the issue was resolved. Logs shows the customer calibrated the magnesium reagent multiple times and quality control results were lower than expected for until the final calibration. A review of the labeling finds that daily and weekly maintenance requires the operator to use various cleaners on the instrument. It is possible a detergent or cleaner inadvertently contaminated the reagent or it may have contaminated the instrument cuvettes, probes, etc. If the customer calibrated a contaminated reagent, the quality control results reflected the lower results as well. Based on the complaint data the exact cause of the lower magnesium results cannot be determined exactly. However, the occurrence near the time of maintenance procedures suggests the reagent or instrument surfaces may have become contaminated. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that falsely decreased architect magnesium results were generated for 18 patients. Incorrect results were released for 16 patients. Corrected reports were issued for the 16 patients which included 4 ER patients who were given magnesium prior to being discharged. There was no patient harm resulting from the administration of magnesium based on the falsely decreased results. Sid (B)(6): initial result 0.8 mg/dl, repeat 1.8 mg/dl; sid (B)(6): initial result 0.7 mg/dl, repeat 1.7 mg/dl; sid (B)(6): initial result <0.6 mg/dl, repeat 1.2 mg/dl; sid (B)(6): initial result 0.7 mg/dl, repeat 1.6 mg/dl; sid (B)(6): initial result 1.7 mg/dl, repeat 2.7 mg/dl; sid (B)(6): initial result 1.8 mg/dl, repeat 2.8 mg/dl; sid (B)(6): initial result 0.9 mg/dl, repeat 2.0 mg/dl; sid (B)(6): initial result 0.7 mg/dl, repeat 1.8 mg/dl; sid (B)(6): initial result <0.6 mg/dl, repeat 1.5 mg/dl; sid (B)(6): initial result 1.5 mg/dl, repeat 2.5 mg/dl; sid (B)(6): initial result 0.9 mg/dl, repeat 2.0 mg/dl; sid (B)(6): initial result 1.1 mg/dl, repeat 2.0 mg/dl; sid (B)(6): initial result 0.7 mg/dl, repeat 1.8 mg/dl; sid (B)(6): initial result 1.3 mg/dl, repeat 2.3 mg/dl; sid (B)(6): initial result 0.9 mg/dl, repeat 2.0 mg/dl; sid (B)(6): initial result 1.6 mg/dl, repeat 2.2 mg/dl; sid (B)(6): initial result 1.6 mg/dl, repeat 2.3 mg/dl; sid (B)(6): initial result 1.6 mg/dl, repeat 2.6 mg/dl.